Manufacturer narrative:
(H3) the revision reported may have been the result of the center cage detaching from the polyethylene body possibly as a result of off-axis drilling and/or incomplete seating of the cage glenoid during implantation. However, this cannot be confirmed as the devices were not returned for evaluation and immediate post-operative radiographs of the index surgery and pre-revision radiographs were unable to be obtained. The most probable root cause associated with the reported event of ¿prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after.

Event description:
As reported, approximately four years post initial right tsa, surgeon revised a 57 y/o female patient that had exactech total shoulder arthroplasty components. The central cage sheared-off of the glenoid and needed to be replaced with a reverse shoulder. Patient was revised to exactech devices. The reported event is not related to breakage of a device and did not lead to surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. Images received. The devices are not available for evaluation due to hospital policy.

Manufacturer narrative:
Concomitant medical devices: stemless humeral comp integrip, cage, size 2 (cat# 300-62-02 / serial# (B)(4)). Stemless humeral head xtra short, 41mm (alpha) (cat#310-60-41 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.